Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/08/2015 with the following findings: evaluation revealed eaw 128 replace battery alarms, "por" events and eaw (B)(4) alarms observed in black box on (B)(6) 2013. No battery cap was returned. All testing performed with a test battery cap. Battery cap is unable to fully tighten. A battery compartment crack was observed from thread area to case seal. There was evidence of moisture contamination inside battery compartment. The pump is unresponsive upon battery insertion, no audible tone, no vibration alert and a blank display. There was evidence of additional moisture contamination inside pump. Investigators were unable to adequately investigate "eaw 128-fxxx alarm" complaint due to unresponsive pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment, moisture in the battery compartment a blank display. This report is made based on results of investigation completed on 12/08/2015.